Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient stated the skin around the previous sensor site was raised, hot to touch with a clear discharge. At the time of the report, although the patient had contacted her doctor for the skin reaction, no other information or treatment details were provided. No additional patient or event information is available.